Event description:
It was reported by a field service tech that the handpiece had intermittent run-on during a routine maintenance visit and in a non-sterile environment. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was problems with the motor, which was replaced along with other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.